Event description:
The customer reported a 12 hour infusion (100 ml at 8.3 ml/h). That started at 18:40 completed at 00:30 (approximately 6 hours after starting). The channel with tubing and bag intact was removed and bagged together for review by biomed. The medication infusing was prograf. No report of pt harm or medical intervention required. No further pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.